Event description:
It was reported that a pt diagnosed with flat back syndrome underwent a revision surgery to remove a t4-l2 posterior construct with a broken rod. During the revision, the surgeon performed an l1 egshell osteotomy and t7-s1 posterior spinal fusion.

Manufacturer narrative:
The device has not been returned to medtronic for eval. Unable to determine cause of the event.